Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: added a2 (dob), b5, b7, and h6. No code available (3191) is used to capture (medical device removal).

Event description:
After review of medical records, the patient was revised for painful left tha, likely secondary to metal debris from metal-one metal replacement. There was some large amount of bone anteriorly, which may represent small osteophytes or some heterotropic calcification. The deep tissues of the hip were not stained with metal debris.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced this patient¿s hip on (B)(6) 2019 and implanted a summit stem and pinnacle cup with a ultamet metal liner. Patient began to experience pain and discomfort recently and went in to see the surgeon. Surgeon revises the hip where he explanted the 40mm metal liner and hip ball. The summit stem and 60mm cup were left implanted. Surgeon did say that a blood test did indicate an elevated colbalt level. Doi; (B)(6) 2011, dor: (B)(6) 2019, left hip.